Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "explanted mdm cup/ liner and accolade stem and head. Replaced with new mdm cup and liner and restoration modular stem / cone body and head. No more information given out by hospital/ surgeon." Spoke to rep. Rep was not made aware of any patient complaints or other cause for revision. However, intraoperatively it was noted that the ceramic head wore through the adm/ mdm poly insert and the mdm metal liner. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.

Event description:
As reported: "explanted mdm cup/ liner and accolade stem and head. Replaced with new mdm cup and liner and restoration modular stem / cone body and head. No more information given out by hospital/ surgeon." Spoke to rep. Rep was not made aware of any patient complaints or other cause for revision. However, intraoperatively it was noted that the ceramic head wore through the adm/ mdm poly insert and the mdm metal liner. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding damage involving an unknown ceramic head was reported. The event was confirmed via evaluation of the provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicated that the outer surface of the head is discolored, consistent with articulation against the metal mdm liner. The device is covered in blood. Additional discoloration/dark material is present in the inner taper of the ceramic head, although this may be blood/tissue - it is not possible to determine from the photograph. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the ceramic head wore through the adm/mdm poly liner and mdm metal liner. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicated that the outer surface of the ceramic head is discolored, consistent with articulation against the metal mdm liner. The device is covered in blood. Additional discoloration/dark material is present in the inner taper of the ceramic head, although this may be blood/tissue - it is not possible to determine from the photograph. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.